Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a partially missing teflon pad. The teflon pad is missing from its original position at the distal end the missing piece is approximately .1285" x .0580". Additional observation(s) not related to customer reported complaint: the instrument was found to have blade damage at the tip of the blade. The blade edges were indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. Although the blade had indentations, the instrument passed energy recognition test when placed on in house system.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic ave instrument has not been received a for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted hepatectomy surgery, a part of the teflon on the tip of the harmonic ace instrument fell off and dangled and an error message continued to occur. The nurse stated that he device fragment did not fall into the patient's body but landed in the operating field during instrument removal. The fragment was retrieved during the same procedure and visually confirmed to be complete. No additional surgical procedures or post-operative tests, such as x-rays or ultrasounds, were required. The procedure was successfully completed robotically using a backup harmonic ace instrument. No patient injury was reported, and there have been no post-surgical complications related to the fragment.